Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle ns 27ga 1/2in pulled out of the hub. The following information was provided by the initial reporter: we¿ve had an issue with a needle at one of our customers. The needle came away from the plastic hub section (see attached picture) and remained in the patient. Luckily they were able to retrieve the needle. Additional information provided: ¿ has there been any patient impact? No. ¿ how was the needle retrieved? Was there any surgical intervention needed? It was removed with tweezers/forceps no surgical intervention. ¿ we would like you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: no samples available. - unused (before use) . - used (during or after use). Important: if used, please confirm if the samples are contaminated with blood or cytotoxic medication. N/a. ¿ if you have retained a sample for investigation, please provide us with the pick-up address (full details ¿ please use the template below). N/a.

Manufacturer narrative:
A device history record review was completed for provided material number 301296 and lot number 0183938. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the cannula (metal part) was observed separated from the hub component (cream plastic part). We have determined that this incident resulted from an inappropriate dosage of epoxy, which is the adhesive used to join the components. The insufficient epoxy dosage could have resulted from a viscosity variation in the epoxy or a temporary stoppage in the cannula assembly station. This is considered a very unusual circumstance as the needles are 100% inspected for the presence of epoxy in the manufacturing process, with any defective needles rejected. The inspection system is challenged every eight (8) working hours. Cannula pull out testing is routinely performed as part of the in-process control plan during manufacturing. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. The manufacturing facility has been alerted of this event to raise further awareness on the production floor for this potential defect.